Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report. Patient height: 1.80 mts.

Event description:
It was reported that a suture frayed in the doctors hand during use, the suture did not resist knotting.

Manufacturer narrative:
We have received two closed samples and two empty samples (only the aluminium pouch is available). Tightness test to the closed samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with one of the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance of the thread before and after sewing test is the usual one. We have tested the knot pull tensile strength of the other closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 1.51 kgf (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). We have also tested the knot security control of the other closed sample received and the result is into the current range for this thread and size. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.